Manufacturer narrative:
This device remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high out of range shock impedance measurements greater than 125 ohms. Attempts were made to obtain the model and serial number of the right ventricular (rv) lead; however are unknown at this time. The patient's physician is aware of the situation and will monitor the patient closely. No adverse patient effects were reported.